Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the "patient had 10 piccs before he had an allergic reaction. On 10th PICC the symptoms showed up within 12 hours. Signs of redness, itching and arm swelling. The redness is around the site and only under the line placement on the arm."